Manufacturer narrative:
D4: unique identifier (UDI) #: is not available for the product reported in d4. This product code is manufactured in the us; however, not available for use in the us. H4: the lot was manufactured in august 2023. H11: the actual device was received for evaluation. The visual inspection of the returned unit reveals a disconnection at level of filter raw material. The reported condition was verified. The cause of the condition was determined to be related to the manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: 1340. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set had a filter with a defective extender. It was further reported that the tubing became disconnected from the filter when the infusion was suspended during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.